Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. A review of the event history log identified downstream occlusion. The device was found within specification in relation to the reported downstream occlusion, which was not reproduced during evaluation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The problem was found at the intensive care unit. There was no patient involvement. No additional information is available.